Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. After a 2.75x24mm promus element ¿ drug-eluting stent was implanted, a proximal edge stent dissection was noted. A 3x16mm promus element ¿ drug-eluting stent was then advanced to treat the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.